Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during a right hip hemi-arthroplasty, the locking ring was found to be bent as the liner was being assembled in to the cup. The cup was removed from the patient and another cup was used to complete the procedure. A 5 minute delay in the procedure was noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - biomet bipolar liner, catalog#: ni ,lot#: ni. (B)(4). Examination of device history files found no evidence of product non-conformance, and dimensional analysis found the device to be conforming to print. Review of the device confirmed the reported complaint, as the locking ring was found to be bent. However, a conclusive root cause of the event could not be determined.